Manufacturer narrative:
(B)(4). Communications to customer (phone, mail) were not returned. Unable to get product back or obtain more info.

Event description:
Received initial email from (B)(6) claims management company that a customer (B)(6) has filed a claim for medical attention he needed in (B)(6) 2012, due to a meter and test strips displaying incorrect readings. Customer did seek medical attention at the hospital. No further info received.